Manufacturer narrative:
The information being reported was found in a journal article titled "total hip arthroplasty using two different cementless tapered stems". Clin orthop rel res 2001; 393:1212-1217 current information is insufficient to permit a conclusion as to the cause of the event. Event details and product identification was not provided for the revision mentioned in the journal article. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by rh rothman, jj purtill, wj hozack and pf sharkey. Manufacture date - unknown (B)(4).

Event description:
Information was received based on a review of a journal article referencing a retrospective study of total hip procedures that took place between (B)(6) 1986 and (B)(6) 1987 utilizing taperloc femoral stems. The article indicated that a revision procedure was performed due to proximal femoral osteolysis. The femoral stem was removed and replaced. No further information has been provided to date.